Manufacturer narrative:
Open book / critical pump error after battery installation. Constant critical pump error alarm (open book) due to moisture damage on the electronic assembly. Unit received with cracked case(battery tube). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call on (B)(6) 2017 that the insulin pump was broken. No blood glucose was provided. No symptoms or treatment were reported. Troubleshooting was not performed. Product was returned for analysis.